Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported finding heat damage on the deaeration motor from a 2008t hemodialysis (hd) machine. The biomed was informed that the 2008t machine was making a loud noise, and it was subsequently pulled from service for testing. During testing, the biomed confirmed that the machine was making a loud noise. The loud noise, which was reportedly coming from the deaeration motor, occurred during rinse and dialysis modes. The biomed reported that the motor was very hot, glowing red, and a burning smell was noted. After the part cooled, the biomed replaced the deaeration motor with a known good part and the noise stopped. Upon further inspection of the motor, the biomed identified evidence of mild blackening. There was no smoke, melting, or arcing noted, and there were no reports of sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed stated there were 20,143 hours on the machine. The biomed ordered a new deaeration motor for the system. The part had not arrived upon follow-up, and the system remained out of service. The biomed reported that the sample was available to be returned for manufacturer evaluation. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported finding heat damage on the deaeration motor from a 2008t hemodialysis (hd) machine. The biomed was informed that the 2008t machine was making a loud noise, and it was subsequently pulled from service for testing. During testing, the biomed confirmed that the machine was making a loud noise. The loud noise, which was reportedly coming from the deaeration motor, occurred during rinse and dialysis modes. The biomed reported that the motor was very hot, glowing red, and a burning smell was noted. After the part cooled, the biomed replaced the deaeration motor with a known good part and the noise stopped. Upon further inspection of the motor, the biomed identified evidence of mild blackening. There was no smoke, melting, or arcing noted, and there were no reports of sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed stated there were 20,143 hours on the machine. The biomed ordered a new deaeration motor for the system. The part had not arrived upon follow-up, and the system remained out of service. The biomed reported that the sample was available to be returned for manufacturer evaluation. There was no patient involvement associated with the reported event.